Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 120 mg/dl and 57 mg/dl. Requested return of the alleged product for evaluation; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.